Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve, but some particles in the delivery liquid were detected during the visual inspection. The prosa valve housing was subsequently measured and indicated the presence of a deformation. The housing deformation measured at -0.030 mm, slightly outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in vertical position. Results: first, we performed a visual inspection of the valve. No significant deformations or damage of the valve, but some particles in the delivery liquid were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. The measured opening pressure was within the accepted tolerance in the vertical position. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of over-drainage and non-adjustability. At the time of our investigation, the valve was operating within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Investigation on- going. Additional information/ investigation results will be provided in a supplemental report.

Event description:
It was reported that a prosa (#fv701t) was implanted during a procedure performed on (B)(6) 2013. According to the complainant, the prosa was believed to be problems with the adjustability and operated in over- drainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: age: (B)(6). Height: 127 cm. Weight: (B)(6). Gender: male. Same event - medwatch #3004721439-2021-00076.